Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 3 ml bd integra¿ retracting safety syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material no: 305270 batch no: 1004209   it was reported by the consumer the medication leaked from around the hub on two syringes.   Date of event: (B)(6) 2021.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 3 ml bd integra¿ retracting safety syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material no: 305270 batch no: 1004209   it was reported by the consumer the medication leaked from around the hub on two syringes.   Date of event: (B)(6) 2021.

Manufacturer narrative:
H.6. Investigation: two loose 3ml integra syringes with needle (p/n 305270) were received and evaluated. No visual defects were observed around the luer collar or its threading on each syringe. The samples were tested for leakage at the luer connection per procedure, no leakage was observed during testing. A small amount of missing print was noted on the 2.5ml numeral on one of the syringes. It is unclear if this occurred during syringe handling or manufacturing defect. The syringes received were acceptable per product specification. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using 3 ml bd integra¿ retracting safety syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material no: 305270 batch no: 1004209.   It was reported by the consumer the medication leaked from around the hub on two syringes.   Date of event: (B)(6) 2021.